Manufacturer narrative:
Block h6: imdrf device code a1502 captures the reportable event of stent positioning issue. Imdrf impact code f2301 captures the reportable event of the stent was removed using retrieval forceps.

Event description:
It was reported to boston scientific corporation that a wallflex biliary fully covered stent rmv was to be implanted in the common bile duct to treat a 1 cm malignant hepatic stricture during an endoscopic retrograde cholangiopancreatography procedure (ercp) performed on (B)(6) 2025. The patient's anatomy was tortuous and was not dilated prior to stent placement. During the procedure, the wallflex biliary stent was deployed. However, at the end of the deployment, the stent sprang backward into the duodenum, and the stricture was not traversed. The stent was removed using retrieval forceps, and another of the same device was used to complete the procedure. There were no patient complications reported as a result of this event.